Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the blade mount being chipped was confirmed. Based on the info details, third party components were found in the handpiece. This failure can occur if non-MFR blades are used with this device or if the blade was not properly seated in the handpiece. The failure could render the handpiece useless due to loose fitting blade.

Event description:
It was reported that it was found during testing that the handpiece blade mount has been chipping. There was no pt involvement. There were no adverse consequences as a result of this event.